Event description:
The facility representative reported a colleague infusion pump which was alarming for air in the line when there was no air in the line; which interrupted delivery. The facility representative confirmed a patient was involved but there was no report of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter; the evaluation has not yet been completed. A follow-up report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, but not duplicated. The assignable cause was a faulty air in line board. The air in line board has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided. The user interface module master software version is 6.13.90, categorized as remediated.